Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A customer reported getting an error-2 message on their freestyle freedom lite meter and experiencing symptoms of hyperglycemia. The paramedics were called, treated customer with unspecified intravenous infusion and transported to a local hospital where she was diagnosed with hyperglycemia and treated with unspecified intravenous infusion. There was no report of death or permanent impairment associated with this medical event.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter would not power on. On (B)(6) 2010 the sr. Medical surveillance specialist (smss) spoke with the patient to obtain further information; however, the patient claimed she had never contacted lfs. The smss classified the complaint based on the information originally provided. The patient claimed that since (B)(6) 2010 the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. On an unspecified date in (B)(6) 2010 the patient experienced the symptoms of lightheadedness and dizziness. On (B)(6) 2010 the patient was hospitalized, and she received treatment with insulin. It would have been helpful to determine the patient's admitting diagnosis, her blood glucose level as tested in the hospital, her diabetes medication regimen and if the patient had a backup meter. Troubleshooting revealed the patient's test strips were correct and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter and test strips were replaced. The patient allegedly was hospitalized and received treatment with insulin after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.